Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced several parts and verified the repairs via specified required established procedures. System checks, quality control assessments, high sensitivity lumwash, an assay calibration, an incubator belt calibration, and a precision study all generated acceptable results. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The cause of this event is unknown and could not be determined based on the supplied information. Mdrs associated with this event: 2122870-2012-01337, 2122870-2012-01338, 2122870-2012-01355, 2122870-2012-01369, 2122870-2012-01357.

Event description:
The customer reported that nonreproducible, elevated cardiac troponin (accutni) results were generated on an unicel dxc 600i synchron access clinical system for multiple patients on multiple days. This report represents one patient's nonreproducible elevated initial accutni result, within the risk stratification range of the assay, generated on (B)(6) 2012. Upon repeat testing on an alternate instrument, a lower accutni result within the normal reference range of the assay was generated which was regarded as valid and reported out of the laboratory. The initial, elevated accutni result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied assay/instrument performance data indicated that quality control (qc) levels two and three performance was falling outside of the customer's established range prior to the event. The sample was collected in a plasma tube with a volume of five milliliters. It was tested within twenty four hours of collection and was centrifuged at room temperature prior to testing. The reagent lot and calibrator lot associated with this event was 122054 and 121451 respectively.